Manufacturer narrative:
Returned device was received with a damaged tank cover. Cracked enclosure and front cover. Worn and faded line cord. Outdated pcb and power switch. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the low level sensor was not alarming on a smiths medical fluid warmer. No adverse patient effects were reported.